Event description:
It was reported that during a procedure, when the device was turned to the stimulation button the unit would shock the pt. The procedure was canceled. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.